Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: it was reported they think it might be associated with the cartridge of the inserter possibly scratching the periphery of the lens. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: n/a (not applicable). The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, tthe account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was scratched and left in the patient's operative eye. Through follow up it was learned that the scratch was located on the outer edge of the optic, not within the visual field. Therefore, the iol remains implanted as the location of the scratch does not affect the vision of the patient. There was no patient injury, nor, no medical/surgical intervention outside of the standard of care was required. No other information was provided.